Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens into the patient's eye. The lens was explanted due to doubt that the lens were swapped between both eyes during operation. The dr. Skipped operation after implanting the right eye. Additional information was requested but not received. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon did not implant a 12.6mm vtich12.6 implantable collamer lens in the patient's left eye. The lens was not implanted due to a doubt that the lens are swapped between both eyes during operation and the dr. Stopped operation after implanting the right eye.

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon did not implant a 12.6mm vtich12.6 implantable collamer lens in the patient's left eye (os). The lens was not implanted due to a doubt that the lens are swapped between both eyes during operation. The doctor stopped operation after implanting the right eye. (B)(4).